Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a starclose se device through a 6fr sheath, after a diagnostic (cardiac catheterization) procedure. Reportedly, after deploying the locator wings (#2 visible in the window) the device was retracted against the arterial wall until resistance was to be felt; however, vessel access was lost. The device came out of the vessel and the locator wings were open and visible. Hemostasis was achieved using manual arterial compression. No clinically significant delay in the diagnostic procedure was reported. Reportedly the physician is proficient in the use of the starclose se device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. Loss of vessel access can occur due to a number of factors including, but not limited to, failure to manufacturing, complete plunger stroke or applying excessive tension against the locator wings. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for loss of vessel access for this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.